Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The balloon separation was unable to be confirmed; however, the shaft was noted to be separated. The deflation difficulties could not be replicated in a testing environment due to the condition of the returned device. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a coronary lesion with chronic total occlusion (cto) in the proximal right coronary artery (rca). There was no note of anatomical tortuosity. The 4.0 x 28 mm xience pro x stent was implanted at rated burst pressure. The stent was confirmed to be apposed to the vessel wall. After deployment it was not possible to completely deflate the balloon. Due to having to remove the balloon partially inflated, the distal section of the balloon separated from the catheter while it was being retracted. The separated piece was removed from the anatomy with the guiding catheter. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.